Event description:
It was reported that during an unknown laparoscopic respiratory surgery, the device would not seal and ¿activate instrument outside patient to run test¿ was displayed toward the end phase of the procedure. The test was repeated five times; still would not work. The blade was broken when using gauze to remove charred pieces. The procedure was completed with same device. The broken blade was outside the body cavity and was discarded at the hospital. Gen11 was used. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2026. D4 batch#: unknown. Additional information was requested and the following was obtained: was there any bleeding as a result of this issue? No. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: if yes, how was the bleeding controlled? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.